Event description:
During lead placement the pt developed hypotension. X-ray of the lead revealed cardiac tamponade and atrial perforation occurred. A thoracotomy was performed to stop the bleeding and remove the lead. The pt was stable at the end of the procedure.